Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse above upper limit) has been confirmed. Upon investigation the monitor delivered no energy during detect and treat. The monitor's electrode belt connector was broken free from the monitor enclosure, and the white pulse wire was cut. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was delivering a pulse above the upper limit.